Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. Upon the pump turning back on the pump date was noted to be inaccurate. The customer's blood glucose level was in the "mid 200" mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.